Event description:
Operative notes received, indicated that "on 26 apr 2022, the patient is noted, to have a history of a right total knee replacement in january 2017. The patient reports having swelling. A bone scan, which showed uptake concerning for tibial loosening. There was an aspiration, which came back negative for infection. On 26 apr 2022, the patient had a revision right total knee arthroplasty to address global instability, overgrowth of bone at the level of the rotating platform knee, preventing rotation of the tibial insert, small defect in the superior edge of the polyethylene at the patellar button, but the patella was retained. The indications, for surgery included, the patient¿s report of increasing pain and discomfort. Radiographs reported, to show significant hypertrophic bone around the tibial component. And evidence of potential loosening on the tibial component. During the procedure, the surgeon reported, finding that all components were well fixed (no loosening of tibial tray). Only insert was revised".

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: unknown date of revision: (B)(6) 2022. Affected side: (right knee). Revision of depuy tibial insert.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.